Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following transseptal puncture and pre-mapping of the left atrium (la), the faradrive sheath was positioned in the la and the farawave catheter was advanced and visible in the clear shaft of the faradrive sheath. While aspirating the sheath, air bubbles were visible, and it was difficult to successfully clear the sheath. After many attempts and troubleshooting of the catheter and wire, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. It was noted that a broken seal occurred around the valve on the proximal end of the sheath, which may have allowed air to enter during aspiration. The sheath is not expected to be returned for analysis as it was disposed.